Event description:
A nurse reported that during implantation of an intraocular lens (iol) the capsular bag was noted to be torn. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Additional information provided by a nurse at the user facility indicates the torn capsular bag was not related to the insertion of the intraocular lens (iol).